Manufacturer narrative:
The checking of the reagent pack was not possible since it was already used up at the time of the allegation. The mixing check with an onboard pack showed no abnormal bubbles or forms inside the bead bottle. A general reagent or analyzer problem can be excluded since the qc prior to the event was within the ranges. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about questionable low results for 1 patient sample tested with elecsys anti-hbs ii assay on a cobas e411 immunoassay analyzer (rack system). Initial result: 2.00 iu/l (accompanied by a data flag). The customer questioned the initial result as it did not match the patient's previous results. No questionable result was reported outside the laboratory. An "assay reagent vol. Inadaquate" alarm was noted when the sample was initially tested, and the sample was then repeated using the same lot number but with a different reagent pack number. Repeat result: 27.14 iu/l. The repeat result was consistent with the patient's previous results.

Manufacturer narrative:
The cobas e411 rack system serial number was (B)(6). The qc was within the acceptable ranges. The investigation is ongoing.